Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was tube extender with molding defects that can be used. The following information was provided by the initial reporter and translated to english. The customer stated: "more than 10 tubes of yellow tube were bent, which had an impact on laboratory equipment. After treatment, no adverse consequences were caused."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was tube extender with molding defects that can be used. The following information was provided by the initial reporter and translated to english. The customer stated: "more than 10 tubes of yellow tube were bent, which had an impact on laboratory equipment. After treatment, no adverse consequences were caused."

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photographs from the customer in support of this complaint. 100 retained samples visually inspected, and no collapsed tubes were found. No sample or photo received in support of this complaint at the time of this report, therefore complaint is unconfirmed. A review of the manufacturing records was completed for the incident lot and no issues were identified. A root cause could not be determined.